Event description:
Abbott freestyle libre 3 plus cgm sensor gave inaccurate low readings then failed internal self-test and gave "replace sensor" message on day 14 of its claimed 15-day lift. Abbott required return of the product and provided a replacement.